Event description:
It was reported that the collapsed, pacer-dependent patient presented to the emergency room due to loss of capture observed on the right ventricular lead. X-ray imaging revealed that the lead had dislodged. On (B)(6) 2017 the lead was explanted and replaced; failure to retract the helix of the replaced lead was observed. The patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.